Event description:
It was later reported that the patient experienced an underdose. The patient was stable and it was planned to wait until the following day to troubleshoot the device and therapy, as the reporter was not very familiar with the patient or therapy. The patient began having symptoms on the day after the pump was replaced. The patient's family did not seek medical attention until the patient was brought to the emergency room (ER) on the day of the report. The patient experienced hallucinations, slow speech, a rash and tachycardia. The device system was used to deliver baclofen. It was later reported that a dye study was performed on (B)(6) 2013. The dye study was "textbook"; the catheter was patent. The hcp did not want to perform a priming bolus following the study, as she wanted to make sure the patient did not overdose. It was noted that it would take 12 hours for the drug to reach the catheter tip. It was later reported that the patient had a fall and was admitted, showing mixed symptoms of withdrawal and overdose. The patient experienced some agitation and a seizure. The device system was used to deliver baclofen at 2000mcg/ml. It was unclear whether the daily dose was approximately 752mcg or 785mcg. See manufacturer report #3007566237-2013-02867 for information regarding pump replacement on (B)(6) 2013.

Event description:
It was later reported that the pump had been filled with gablofen on the day of the pump replacement.

Manufacturer narrative:
Product ID: 8709sc, lot# n134503030, implanted: (B)(6) 2008, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient initially experienced increased tone following the pump replacement. It was requested that the dose be increased. After the patient was discharged home the mother noted hallucination, slowed speech and one fall. Pump diagnostics were performed which showed no malfunction. The patient's dose was titrated down to a level where he was cognitively back to baseline. The patient had been on bed rest for nearly a week and after baclofen toxicity he was with impaired mobility, transfers, gait, self cares, and activities of daily living (adls). The patient also showed cognitive function/swallow deficits, increased pain in the right wrist, a new onset of twitching episodes, loss of conditioning during the week of bed rest, increased spasticity with right hand contracture and leg in extension which were interfering with therapies, cerebral dysfunction and depression. The patient was admitted to a rehabilitation center from (B)(6) 2013. Prior to the admission the dose had been decreased 10%, then 10%, then finally 14% on (B)(6) 2013. It was noted that the dose would continue to be decreased 10-20% as needed. The patient was given ice and lidoderm patches for the wrist pain, was referred to a urologist for urinary retention and had a catheter placed for 1 week removed on (B)(6) 2013, and was given amitriptyline to improve sleep. During the rehabilitation stay the patient's symptoms were addressed by a physical therapist and occupational therapist. Once the patient was no longer toxic, the pump was re-interrogated and the dose was increased 10% on (B)(6) 2013 and another 15% on (B)(6) 2013. The patient benefited from the therapies and was allowed to return home with "24/7" supervision. The patient was scheduled for a follow up appointment on (B)(6) 2013. The patient's pump was last refilled on (B)(6) 2013 at which time the pump dose was again increased. The patient's next refill date was (B)(6) 2014. Patient outcome was reported as "patient is good, back to normal self".